Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lo (less than 40 mg/dl) values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer reported ¿feeling funny¿ and experienced a symptom of headache and was not able to treat themselves. The customer self-presented at an ER where a blood test of 172 mg/dl was obtained on the hcp meter and the customer was given long-acting insulin injection and metformin as treatment. There was no report of death or permanent injury associated with this event.